Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula was kinked which lead to occlusion on (B)(6) 2026. The blockage was at the site. The event occurred three hours after insertion. The insertion site was abdomen. No further information available.